Event description:
It was reported that following the implantation of a spectra concealable malleable device, the patient experienced infection and the device was removed. Additionally reported was "device failed". No further patient complications were reported in relation with this event.

Manufacturer narrative:
The explanted spectra cylinders were returned for evaluation - the analysis results indicate both cylinders function as intended. Both cylinders sustained damage that occurred during the removal of the device. The circumstances surrounding the damage are unknown.